Manufacturer narrative:
The pump was received with loose and or protruded drive support disk, cracked battery tube threads, and cracked reservoir tube lip. The pump alarmed for compromised force sensor system alarm during basic occlusion test due to loose and or protruded drive support disk. The pump passed the idle current test, run current test, displacement test and rewind test. The pump was unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime test, and excessive no delivery test due to compromise force sensor system alarm.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for compromised force sensor system alarm. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 197mg/dl. The customer had loose drive support cap. The customer was advised the pump would be replaced and returned for analysis.